Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, there was moisture observed behind the display lens. The pump powered on normally with the returned battery cap. The battery compartment was intact and the battery cap was able to fully tighten to the pump. A power loss was not observed. The pump case was observed to be cracked in the upper corner of the display area. A leak test showed a leak at the crack in the pump case. During testing, a motor rewind error occurred that could not be cleared while attempting to perform the rewind step. The pump¿s current draws were found to be out of specifications. Further performance testing was unable to be completed due to internal moisture damage. The pump case was removed and evidence of moisture was found throughout the inside of the pump. Unrelated to the complaint, the display was found to be discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that the pump had short battery life with batteries lasting several hours. It was noted that the display screen was ¿foggy¿ and there was moisture visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.